Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 700 mg/dl; cause was not known. Customer went to the "first aid" with their parent without any symptoms. Customer was treated in the emergency room (ER) with intravenous saline/insulin and fluids. Bg lowered to 374 mg/dl. Elevated bg resolved; there was no permanent damage to the customer. Customer was discharged from ER at 12:30 am the next day. Pump system check was performed, and pump was found to be functioning as intended. There were no issues identified with the cartridge, infusion set tubing / cannula or insulin at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.